Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. However, current production p/n 880-36kit were reviewed and inspected functionally looking any issue that could be related with the customer complaint and no issues were found. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation , and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint alleges "ventilator alarms started going off. The patient began to de-sat. The therapist walked in the room after being called by the nurse and the circuit had detached completely from the cup, pulling the heated wires along with it. The therapist replaced the circuit but did not save the faulty circuit." It was reported there was no patient injury. Patient condition reported as "fine". There was no report of necessary medical intervention.